Event description:
X-ray filament separated from the gauze and gauze fell apart. Md removed fragments of gauze from the wound. Sponge was from a "major or basin" prepared and "eto" sterilized by medline industries.